Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tower door 4 was failed. The field service engineer tighten the connections, cleaned micro switches and applied black grease to resolve this issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had issues. The customer stated that this malfunction occurred while dispensing medication to the patient care. There were no adverse events or injuries reported based on this event.